Event description:
It was reported that the ilet user experienced maladapted meal handling after receiving an incorrect meal suggestion from a healthcare provider, leading to incorrect meal size announcements and suboptimal glucose management while using an ilet system with a g7 continuous glucose monitor (cgm) and contact detach infusion set. The case involved setup support and education, including guidance on meal announcements and correction of cgm target settings, with a factory reset performed and a higher cgm target configured overnight. No reported symptoms. Outcomes included user inconvenience and need for additional training without hospitalization. Investigation included review of device setup, user guidance on meal entry, assessment of cgm target configuration, and execution of a factory reset. Investigation of this case revealed user-initiated meal input error influenced by external instruction and resolved through re-education, system reset, and correct target configuration; no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement and configuration, mitigated through troubleshooting and education.